Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector won¿t stay latched and check pad messages) was due to the latches on the trunk cable latches being broken, creating an insecure connection with the monitor. The root cause for the damaged latch was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt does not latch and getting check pad messages.